Event description:
It was reported that the pump motor was not running. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Motor rate error was found at the beginning of occlusion test. The root cause of the reported issue was found to be normal wear, the pump was over 12 years old. Actions were taken to mitigate the reported issue: replaced left case assembly(cracked), left case o-ring (upgrade), right plunger case(cracked), plunger cable (damaged), battery door(cracked), worm coupling(worn out), worm gear(worn out) and motor sensor. UDI information is unknown. No information has been provided to date.